Event description:
It was reported that the patient presented to the emergency room (ER) with symptoms of congestive heart failure (chf). Examination by the ER physician revealed that the pacemaker was pacing at a fast rate. Interrogation was performed to determine the cause of the elevated pacing rate; however, the attempt was unsuccessful despite trying multiple positions. The results remained unchanged using both wand and radiofrequency (rf) telemetry. A magnet was then placed over the pacemaker to assess whether it would switch to asynchronous pacing, but no change in rate was observed on the electrocardiogram (EKG). A subsequent telemetry test was attempted with technical services, but this attempt was also unsuccessful. The pacemaker was explanted and replaced. No patient consequences were reported, and the patient tolerated the procedure well.